Manufacturer narrative:
The report that the ipg was revised due to ¿discomfort at ipg pocket site¿ was not confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the explant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. Discomfort at the ipg pocket site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Event description:
It was reported patient experienced discomfort at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.